Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the titanium adaptor disconnected from the transfer set. The step of setup or therapy during which this occurred was not specified. The patient was hospitalized after this event. During follow-up with the patient¿s registered nurse (rn), the rn stated that the patient was treated with prophylactic antibiotics but was not diagnosed with peritonitis. The rn stated that the disconnection occurred because the patient had pulled the transfer set off of the titanium adaptor and that there was no known defect with either product. The rn stated that the patient¿s transfer set and titanium adaptor were changed in the hospital. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this patient and event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).